Event description:
The customer reported that while in patient use the ventilator screen is froze and did not respond to touch. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
Failure analysis lab received vela front panel. The vela front panel was visually inspected and fluid ingress spots in screen were noted. The vela front panel was installed in known good unit. The touch screen was responsive and able to be calibrated, however it was intermittently responsive where the fluid ingress spots were. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). The carefusion field service engineer replaced the front panel and noticed no display and is ordering additional part. Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.